Event description:
This is the third of three reports (devices used by the account). It was reported that the sales representative tested the devices used by the account after they reported having issues. The micro handpiece (serial number: (B)(4)) was barely penetrating the plaster of paris. The sales representative even increased the power and suction to 100% and got very little power and very little buzzing. The 24 khz neuro hp tested fine and the sales representative could not mimic any yellow error codes reported by the nurse, who stated that they got a handpiece error when they switched to the 24 khz neuro handpiece. The nxt console said to unplug and replug the handpiece and so they got that error to go away. Then they had a footpedal error and they had to unplug and plug that in before they could get the error to go away. Surgery delay was reported. Again, the sales representative could not mimic these errors. Additional information was received from the sales representative on (B)(4) 2016 with the following: the handpieces and consoles have been intermittently failing; no power and handpiece error messages. Type of surgery were crani procedures. No details could be provided regarding any patient information. No patient injuries reported but the surgeon felt that he could not reliable remove all the tumor in some cases. Linked to mfg. Report numbers: 3006697299-2016-00081 and 3006697299-2016-00082.

Manufacturer narrative:
Integra has completed their internal investigation on 02/22/2016. The product was not returned for evaluation. No non-conformance reports were raised during the manufacturing process for this handpiece. The work order (B)(4) documents the production of 5 handpieces, serial numbers (B)(4) and was completed correctly following company work instructions. All results of the functionality tests were recorded as within specification prior to the handpiece been released. There is no service history for selector handpiece 1523000m7, serial number (B)(4). A minimum of 12 months review was completed for 1523000m7 selector handpiece using the following key word ¿device not working¿ and a root cause ¿product not returned¿ in the search criteria. This review encompassed from dates 14-jan-2015 to 05-feb-2016. A total of (B)(4) complaints were reviewed of which 7 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the selector handpiece that has not been returned. No trend has been identified. The customer complaint incident ¿handpiece error¿ could not be verified or duplicated. Customer complaint was not confirmed. Root cause not determined; due to product not returned for investigation.